Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump buttons were very stiff, difficult to operate, and the customer was having difficulty rewinding. Assistance was provided walking the customer through to rewind. The insulin pump will not be returned for analysis.